Event description:
A nurse reported that the surgeon experienced a decrease in vacuum during a cataract procedure. Additional information was received from the company representative who indicated a scrub technician informed him that the low vacuum was observed during irrigation/aspiration when using the irrigation/aspiration handpiece. The event occurred only the third case rotation. The cassette and system were changed and the third surgery completed. There was no patient harm reported. Information was requested and has not been provided at this time.

Manufacturer narrative:
A product sample was requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).